Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer and a 'device error' was reported by the programmer.